Manufacturer narrative:
Customer unsure of lot #. Gave 3 possibilities: 01d1100065, 01c110025 or 01d1100293. Device sample not received by MFR in time for this report.

Event description:
The event is reported as: the metal component came off after the first three staples were fired, causing the staples to drop. No pt injury reported.